Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event month and year are known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: part: 241.360. Lot: 4l44593. Manufacturing site: (B)(4). Supplier: na. Release to warehouse date: on (B)(6) 2019. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformities were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in south africa as follows: it was reported that in (B)(6) 2022, the patient underwent open reduction/internal fixation for a closed ulna fracture using a semi tubular plate and 3.5 mm cortical screws. The surgery was uneventful and so was the post-operative follow-up. In (B)(6)2022, the patient presented with redness and pain over the surgery site. The plate was subsequently removed. The fracture was united, and samples were taken for infection culture as the surgeon suspected possible surgical site infection. The surgeon noticed what appeared like a rust-like residue on the two screw holes in the plate. The patient was discharged from the hospital with oral antibiotics. The patient will be followed up with in two weeks. No further information is available. This report involves one one-third tubular plate with collar 6 holes/73mm. This is report 1 of 2 for (B)(4).